Event description:
In (B)(6) a translux power blue was reported as, 'bursting into flames': the dental office is reportedly located in (B)(6). An over voltage/power surge was produced by the electricity provider. The translux is protected for such a situation with a simple protection variable resistor which was probably destroyed by the over voltage/power surge and that led to some smoke emission from the charger base. Damage to variable resistor is anticipated after a power surge. After the resistor is damaged the device is no longer protected for the next over voltage/power surge and thus the power supply of the base station could be damaged.

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). This product is sold in the us under the catalog model# 66017507. It is only different in that it has a european power cord. It is unk at this time if the device is being returned. Should an eval occur follow-up info will be sent. The initial reporter info is unk at this time.